Event description:
A report was received that the patient had an infection at the pocket site. The patient¿s symptoms were redness and swelling. The physician believes the infection was not device related. The patient was given keflex antibiotics. The patient¿s ipg was explanted and the patient was doing well following the procedure. The infection had cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility.